Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2017. Product event summary : performance data collected from the device was received and analyzed. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. It was also reported that the patient had twiddler's syndrome and dislodged the right ventricular lead which caused inappropriate therapy. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.